Manufacturer narrative:
Investigation of the returned device was performed which confirmed no inconsistencies. A complaint history review has not identified additional complaints for this lot number on file. One fast-fix 360 curved ndl delivery sys device was returned for evaluation of the reported failure mode ¿t1 deployed perfectly but when it was time for t2 to deploy in the meniscus there was no audible click and t2 did not deploy¿ initial visual assessment: the inserter and suture with ts was returned (stuck on device label) the delivery device is severely bent. Per IFU 10600499 rev. F ¿do not bend the delivery needle. The fast-fix 360 devices are manufactured with straight or curved delivery needles. Intentional bending of the delivery needle may make it difficult or impossible to deliver the t1 and t2 implants. If the delivery needle has been inadvertently bent or if resistance is encountered during deployment, a new delivery device may be needed.¿ no root cause related to the manufacturing process can be established. No further investigation is warranted at this time. (B)(4).

Event description:
During a knee arthroscopy and meniscal repair procedure the fast-fix 360 curved ndl delivery sys would not deploy t2. It was reported that t1 deployed perfectly but when it was time for t2 to deploy in the meniscus there was no audible click and t2 did not deploy. T1 was still implanted in the meniscus and the surgeon used a grasper to remove the implant.